Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Once the lead was placed in the ventricular septum, the helix mechanism was rotated more than twenty turns. Low sensing and high thresholds were observed in unipolar and bipolar configurations. Satisfactory measurements were obtained with the replacement lead. No adverse patient effects were reported. The lead was returned and is being evaluated in our post market quality assurance laboratory.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix which resulted in the failure of the helix mechanism test and was confirmed to be the root cause of the helix issues observed clinically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Once the lead was placed in the ventricular septum, the helix mechanism was rotated more than twenty turns. Low sensing and high thresholds were observed in unipolar and bipolar configurations. Satisfactory measurements were obtained with the replacement lead. No adverse patient effects were reported.